Manufacturer narrative:
The reported event was confirmed- unknown cause. Based on the attached photo, observed the valve and cap detached. The condition of catheter funnel could not identified and unable to performed functional testing due to only photo attached and provided for evaluation. However, there was CAPA#11056627 was opened for documented the investigation. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this potential failure mode could be due to valve not fully fitted on to funnel. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml/cc od sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommend inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water. 30ml/cc balloon: use 35ml/cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with wa-ter. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequate trained pro-fessionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragment have been removed from the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the placement of the urinary foley catheter, the nurse scheduled to inject the water balloon, and after the empty needle was engaged with the injection valve end, the injection water balloon was halfway through, and the injection valve suddenly separated from the urethral catheter.

Event description:
It was reported that during the placement of the urinary foley catheter, the nurse scheduled to inject the water balloon, and after the empty needle was engaged with the injection valve end, the injection water balloon was halfway through, and the injection valve suddenly separated from the urethral catheter.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. Evaluation confirmed that the detached valve and cap on the returned catheter. Further investigation was documented under CAPA#11056627. A potential root cause for this potential failure mode could be due to valve not fully fitted on to funnel. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: do not use ointments or lubricants having a petroleum, they will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml/cc od sterile water. Do not use needle or for prefilled product, remove clip and squeeze reservoir to inflate with stated ml per cc of sterile water. Recommend inflation capacities: 5ml per cc balloon: use 10ml per cc sterile water 30ml per cc balloon: use 35ml per cc sterile water. Do not exceed recommended capacities. For urological use only. To deflate catheter balloon, gently insert luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with wa-ter. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary contact adequate trained pro-fessionals for assistance as directed by hospital protocol. Should balloon rupture occurred care should be taken to assure that all balloon fragment have been removed from the patient. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. Evaluation confirmed that the detached valve and cap on the returned catheter. Further investigation was documented under CAPA#11056627. Pfmea ra87p026 rev 13 (capping process) was reviewed for this investigation. The reported event is addressed in step/item#4. A potential root cause for this potential failure mode could be due to valve not fully fitted on to funnel. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the placement of the urinary foley catheter, the nurse scheduled to inject the water balloon, and after the empty needle was engaged with the injection valve end, the injection water balloon was halfway through, and the injection valve suddenly separated from the urethral catheter.